Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) evaluated the device onsite and could not duplicate the reported issue. Device did not have flow sensor, poppet valve, or body on it. The field service representative performed user verification test/ owner verification process. Ran device at various volumes, flows, and pressures. Could have possibly been a bad flow sensor. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical the vela ventilator triggers 60 breaths. At this time, the customer has not provided any information regarding patient involvement associated with the reported event.